Event description:
The customer reported the buttons were not functioning properly. The blood glucose was 160mg/dl. Troubleshooting was performed. The customer stated that the drive support is sticking out and sometimes she pushed back. Reminded the customer to never manipulated or push on the drive support cap while connected. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with scratched lcd window. The insulin pump received with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.